Manufacturer narrative:
Additional information: h4. It has been over 9 years since the subject device was manufactured.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. However, it was likely the eve was caused by physical stress/ chemical stress/ or stress by storing the device against the instructions for use (IFU) recommendations. The following is included in the device IFU and may help detect or prevent the event: "do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage can result." "Do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result." "For information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed." "Store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage." "To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone." "To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area." "Do not coil the endoscope¿s insertion tube with a diameter of less than 10 cm. Such improper storage may damage the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and customer cds checklist . (B)(6).olympus device evaluation findings are below: a-rubber gluing peel off, connecting tube scratched at 29cm, suction cylinder scratched ,biopsy channel deformed. Service repair noted that findings are wear and tear . Below are information on customers cds checklist: cds: paa_manual treatment. Manual cleaning: brush- asept inmed. Ddn ge -the detergent used for cleaning. Amoxyde- the disinfectant used for disinfection. Storage ; scope hanged horizontal. Investigation is still ongoing. This report will be supplemented accordingly following completion of final investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus (B)(4)) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) tested positive with stenotrophomonas maltophilia at 89 cfu. Ofr (olympus (B)(4)) french olympus subsidiary for hmi (hygiene microbiological investigation) result, the device was detected with staphylocoques c0agulase negative at 1 cfu . The results obtained comply with the target level defined in the regulations of (B)(6) outlined on july 4, 2016. The results are conform to french recommendation. Investigation is ongoing. This report will be supplemented accordingly following investigation.